Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to sweat. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.